Event description:
Reportedly, there is incoherent data between the smartview website and the implicity website. The eri alert is displayed on the smartview website, while middle of service is displayed on implicity.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, there is incoherent data between the smartview website and the implicity website. The eri alert is displayed on the smartview website, while middle of service is displayed on implicity.